Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly unresponsive when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the up, down, and ok keypad buttons intermittently responded to user inputs during testing, the contrast keypad button required excessive force to activate, it was observed that the up, down, and contrast key contacts were misaligned, it was observed that the up, down and ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all the key contacts.